Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction. The investigation determined that a foreign object was present within the scan field of view during the air calibration. The calibration table data showed a moving inhomogeneity across the ten air calibration segments, clearly confirming the presence of an external object. The observed image artifact resulted from a user operating error during air calibration. Users are required to verify prior to each air calibration that the gantry contains no objects. This requirement is explicitly stated in the instructions for use (print no. C2 070a.621.01.03.02), chapter 15.2.2 ¿system calibration,¿ page 264: ¿to start the calibration procedure, make sure all objects are removed from the scan field and no patient is loaded.¿

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom on.site CT system. Based on the information available, artifacts were present in the scan of a 2-year-old emergency patient. As a result, the scan was repeated, but the image artifacts persisted. The procedure was continued and completed on an alternate system. It was reported that the patient passed away in the days following the examination; however, the child's death was not related to the reported issue regarding the medical device. Additional information on the circumstances of the patient¿s death was requested from the user facility, but no further details were provided.